Manufacturer narrative:
The two reported t6 cannulated hexalobe driver were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t6 cannulated hexalobe driver (part number 80-4149) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that upon insertion of the screw, the driver tip of two non-stick cannulated driver blades broke off. The surgery was completed with no delay after the surgeon switched to the stick fit driver blades. No adverse patient consequences were reported. There are 2 related report numbers for the drivers in this event 3025141-2024-00735 and .